Event description:
Following a catheter replacement in 2008 (see manf. Report #2182207200904987). The patient still did not experience pain relief. The patient reports they went unresponsive around christmas and while in the hospital they were given dilaudid in IV and this helped them, but the dilaudid in pump did not. The patient reports that they do not know what caused her to be unresponsive. The patient reports they had milky/bloody fluid around pump; the fluid has been removed but continues to come back. The patient was redirected to their physician. The patient stated diagnostics have been performed since catheter replacement and the pump has been found to be working.